Event description:
Patient reported left side "breast pain." Device remains implanted. Healthcare professional later reported left side pain, capsular contracture baker grade iii, "appears bigger" and "current implants have been recalled".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, left side "breast pain". Device remains implanted. Healthcare professional, later reported, left side pain. Capsular contracture, baker grade iii. "Appears bigger" and "current implants have been recalled".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ cancer-ndr: unable to observe as it is not related to the device. ¿ other-medical-ndr: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, deformation, particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "breast pain." Device was explanted. Healthcare professional later reported left side pain, capsular contracture baker grade iii, "appears bigger" and "current implants have been recalled".